Manufacturer narrative:
(B)(4). Batch #: v95u32. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is an analysis of a set of images submitted to ethicon endo-surgery for evaluation. Image (picture1.jpg): the image provided by the customer shows an enseal device. A closer look at the jaws, the jaws appear to be stuck closed. Image (picture1.jpg): the image provided by the customer shows a closed enseal handle. The batch and serial can be seen as v95u32, (B)(4). No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic hysterectomy, during the ligation of the uterine artery, the enseal x1 jaw performed the seal process normally. When the cut process was carried out, the jaw locked. Rack did not unlock jaw. A manual process was performed to complete this step. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. D4 batch #: v95u32. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with the opening and closing of the jaws. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.